Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "e207" error was confirmed and the cause attributed to failure of the emergency lamp. The reported problem of "spare lamp flickered" could not be confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e207" occurred and the spare lamp flickered. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Added additional details in b5 that were inadvertently left out of the initial MDR added phone number to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the reported event occurred due to a malfunction of the emergency light lamp. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic laryngoscopy.